Manufacturer narrative:
The device was returned and the evaluation found that due to damage on up/down knob, water tightness was lost. Due to a crack on scope body, water tightness was lost. Due to wear of angle wire, the bending angle in up/down/left/right direction does not meet the standard value. Due to wear of angle wire, the play of up/down/right/left knob is out of the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was remained in the device. It is presumed that foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from upward/downward angulation control knob and scope body. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.